Event description:
A pt reported blood glucose results of "27 mg/dl, 91 mg/dl, 102 mg/dl, 35 mg/dl, 83 mg/dl, and 70 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.